Manufacturer narrative:
According to the information received in the patient profile form (ppf), the patient became aware of the reported events eight years and eight months post implant. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting, and/or occlusion of the ivc. The patient also reports recurrent pe, scarring, stenosis, and narrowing of the ivc at the location of the filter. A percutaneous removal of the device was performed eight years and eight months post implant. According to the medical records, the trapease filter was placed via the right common femoral vein in the infrarenal ivc. The filter was initially placed due to progressive deep vein thrombosis. The patient has a history of blood clots in the left leg.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of lower extremity clots. The indication for the filter placement was reported to be concerns associated with progressive deep vein thrombosis (dvt). The filter was implanted via right common femoral vein and placed in an infrarenal position. Approximately eight years and eight months after the filter implantation, the patient reported that the filter was associated with recurrent pulmonary embolism (pe), scarring, narrowing or stenosis of the inferior vena cava (ivc) at the site of the filter, blood clots, clotting and/or occlusion of the ivc. The patient underwent a percutaneous removal of the filter at this time. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pe is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Stenosis, scarring, blood clots and thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, recurrent pe, scarring, narrowing of the ivc at the location of the filter, and removal of the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Due to the nature of the complaint the reported scarring, retrieval and stenosis could not be confirmed or further clarified. Stenosis is an abnormal narrowing in a blood vessel, with the limited information provided it is not possible to determine what factors may have contributed to the reported event. Clinical factors that may have influenced the reported events include patient, pharmacological, lesion characteristics or other comorbidities and not necessarily related to the implantation or malfunction of the filter. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, recurrent pe, scarring, narrowing of the ivc at the location of the filter, and removal of the filter.